Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt has been experiencing soreness and pain in his left abdomen area that began the day of implant. The pt also mentioned the system is too much in his stomach and not enough in his low back. During the programming session, the sjm representative noticed the bottom of the lead took high amplitude about 20+ ma for the pt to feel the stimulation. At times, the pt felt stimulation across his low back and at other times it would be localized to the area of his ipg and the abdomen. X-rays were taken and the physician feels the lead has pulled out of the epidural space. Surgical intervention is pending to resolve the issue.